Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a perclose closure device for an impala interventional procedure. Reportedly, the device failed to achieve hemostasis. Manual compression was performed for 15 minutes and successfully completed the procedure and achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 3/18/2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.